Manufacturer narrative:
Associated with MDR #: 2029214-2023-00007. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a patient who underwent a procedure for distal left internal carotid artery (ica) aneurysm embolization with coils and flow diversion. The aneurysm max diameter was 17mm and the neck diameter was 10mm. Blood flow and vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered with pru level of 80 noted. It was reported that all devices were prepared as indicated in the instructions for use (IFU). Two pipeline flex with shield stents were implanted; the second pipeline was placed to ensure adequate distal coverage. Thrombus was noted in the dome of the aneurysm prior to procedure. Deployment was straightforward with the exception of semi-limited visualization due to size of aneurysm. Proper placement and apposition was confirmed with virtual dilution 3dra. On wednesday 12/28, patient presented with stroke symptoms, secondary to thrombosis within the pipeline construct. Vessel was revascularized with aspiration therapy and patient was admitted to ICU with an nihss of 23, intubated, and paralyzed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the 3 days after the patient presented with stroke, he told me that she is ¿getting better¿ but did not go into great detail, as he had not seen her yet that day. The imaging was the angio that was performed during the thrombectomy, and a follow up MRI from (B)(6). The MRI had ¿2 small ischemic hits¿ but did not provide further detail. The decision to place a second device was at the discretion of the physician due to the position of the first pipeline. He suspected that there may not be adequate distal coverage.